Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases, wear abrasion, broken shell and missing shell. A leak test and microscopic analysis were performed which identified: striated broken on the posterior and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: missing shell due to inconclusive, striated broken on the posterior due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional additionally reported left side capsular contracture baker grade unknown. The device has been explanted.